Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was inconclusive due to the sample condition. Five images were provided for investigation. Three images showed the tyvek lid and label for a 3fr single-lumen per-q-cath PICC (p/n 4133105 and lot #redu3080). Two images showed the proximal segment of a 3fr per-q-cath PICC inside the tray. A syringe was attached to the catheter hub. The stylet and t-lock extension set were not attached to the catheter. In one photo, what appeared to be a drop of fluid was observed on the external surface of the catheter near the 0cm depth mark. The fluid in the photograph does not verify the presence of a breach in the catheter tubing. Since the stylet was not present in the PICC, a potential cause of the reported leak is damage associated with stylet removal. The instructions for use (IFU) caution, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of redu3080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter is showing crack. When it was removed from the packaging and prepared for the procedure, the leak was identified.

Event description:
It was reported that the catheter is showing crack. When it was removed from the packaging and prepared for the procedure, the leak was identified.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 3 fr per-q-cath and one 10 ml slip-fit syringe were returned for evaluation. An initial visual observation showed a very small amount of use residue on the returned sample. A large split was observed in the catheter just distal to the strain relief. A microscopic observation revealed a large longitudinal split in the catheter at the distal end of the strain relief. The edges of the spilt were observed to be very rough, and the split was found to be curved at its distal end. The catheter was dissected, and the damage appeared to have originated from within the catheter. The internal edges of the proximal end of the split were observed to be curved in a pattern very similar to that of the braided wire of a stiffening stylet. The location, shape, and extent of the damage observed on and within the catheter are indicative of damage most-likely caused by manipulation of the stiffening stylet within the catheter prior to flushing the catheter, compression of the catheter with the stylet still inserted, and/or rapid or forceful withdrawal of the stylet from the catheter. The product IFU states: ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of redu3080 showed no other similar product complaint(s) from this lot number.